Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a crease sharp opening assessed as to a fold flaw opening around the opening have non-penetrating nicks. Additional observations: ¿ crease fold observed in the shell.

Event description:
Healthcare professional reported right-side rupture. Device has been explanted.